Event description:
It was reported that during a cholecystectomy procedure, at the moment to close the trigger the device delivered multiple clips at the same time. But these clips were delivered opened (without a correct formation) because the jaws never closed. Another like device was used to complete the procedure. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.